Manufacturer narrative:
This supplemental report is being submitted to provide additional information received . The device had been plugged it in and no picture would come up. The box was turned off and back on, there still was no picture. There was no patient in the room yet. The staff was getting ready for the case and checking to make sure everything worked.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer states that the most likely cause for the reported event is are follows: cable dents, broken wires . Malfunction of the cable unit . Defective connector board unit . Malfunction ccd unit". A DHR review was performed and no abnormalities were noted.

Manufacturer narrative:
The camera head was returned to the service center for evaluation. The inspection found the device¿s housing/top cover was loose and needed to be retightened. There was no abnormal appearance with the video connector. The camera¿s video connector coupler lock was damaged and would not engage. The video connector had a short causing the image to intermittently display. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.